Manufacturer narrative:
The result of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented via merlin.net transmission with episodes of non-sustained rv oversensing (nsrvo) due to lead noise. Lead revision was discussed, but patient continues to be monitored. No patient symptoms were reported.